Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reflect the use of a 24fr sheath. Per instructions for use, under indications for use: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5fr to 8fr sheaths. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured based on review the article: is heparin reversal required for the safe performance of percutaneous endovascular aortic aneurysm repair? The aim of the study was review of patient outcomes who underwent percutaneous femoral artery closure (pevar) without heparin reversal. All patients who underwent percutaneous femoral artery closure after pevar were reviewed. Only patients who underwent placement of large-bore (12-to 24-french) sheaths were included. One hundred thirty-one common femoral arteries were repaired using the preclose technique in 76 patients. Fifty five patients underwent bilateral repair and 21 underwent unilateral repair. Ultrasound-guided arterial puncture was performed in all patients. Patient c experienced acute femoral thrombosis and dissection after proglide use requiring conversion to femoral endarterectomy and patch angioplasty. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence is entered as may 1, 2012 as the procedures occurred between january 2009 and may 2012. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Sinan jabori, juan carlos jimenez, viktor gabriel, william j. Quinones-baldrich, brian g. Derubertis, steven farley, hugh a. Gelabert, and david a. Rigberg annals of vascular surgery (sep 4, 2013)): "is heparin reversal required for the safe performance of percutaneous endovascular aortic aneurysm repair?